Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the inflation at 14 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient. The procedure was completed with another 6x40mm mustang balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the inflation at 14 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient. The procedure was completed with another 6x40mm mustang balloon catheter. No patient complications nor injuries were reported. Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 3mm proximal of the proximal markerband and extending approximately 33mm distally across the balloon material. An examination of the balloon material and markerband identified no issues. A visual and microscopic examination observed no issues with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.